Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported their blood glucose declined to 22 mg/dl in one incident. Customer treated their blood glucose with a drink. The customer's current blood glucose was 182 mg/dl. Troubleshooting found the insulin pump's drive support cap appeared to be normal. Troubleshooting did not find any other issues with the insulin pump. The insulin pump also passed a displacement test. The customer declined to return the insulin pump for analysis.